Event description:
It was reported to boston scientific corporation (bsc) that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a trapezoid rx basket was used to retrieve a migrated non-bsc plastic stent; however, the basket got trapped around the stent. The patient underwent open surgery on the same day to have the basket removed. The patient's condition following the surgery was stable and they were admitted beyond the standard of care.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1204 captures the reportable event of basket failure to release foreign body. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a0401 captures the reportable event of basket wire break. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1204 captures the reportable event of basket failure to release foreign body. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a0401 captures the reportable event of basket wire break. Block h11: the content in block h6 has been updated. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation (bsc) that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a trapezoid rx basket was used to retrieve a migrated non-bsc plastic stent; however, the basket got trapped around the stent. The patient underwent open surgery on the same day to have the basket removed. The patient's condition following the surgery was stable and they were admitted beyond the standard of care. Note: photos provided by the customer showed an endoscopic image of the device inside the patient and the device outside the patient. The basket wires are broken, and the tip is still attached. In addition, the broken basket wires and tip are stuck with the plastic stent.